Manufacturer narrative:
: Analysis of the cart 9733560xom fusion em system (serial #: (B)(4)) found no failure, as it passed the work order. Analysis of the software 9733467 fusion ent app (unknown serial/lot #) found insufficient information. At least three documented attempts have been made to retrieve the 3d model with no additional information made available. This case may be re-opened if additional information is received. Product event summary #fusion unable to register product analysis #(B)(4). Mnav comment subject: work order (B)(4). Mnav comment ID:(B)(4). Mnav comment: summary: work order passed if information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding navigation system event having occurred intra-operatively of a functional endoscopic sinus surgery (fess) procedure. It was reported that in the middle of surgery, the system would not accept registration. Navigation was aborted. No impact to patient and a delay of 45 minutes were reported.